Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the device's flutes were broken-off. The device met all material specifications as received. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive drilling forces being applied during use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by the representative that during an acl procedure, the guide wire was introduced, went straight in, then the reamer was put over top of the wire. When it came in contact with the bone the entire head of the reamer broke off. It never made it into the joint. It broke when it made contact with the cortex. Opened a different manufacturer's reamer and completed the procedure without incident. Patient: (B)(6) female. The broken piece was never found but it was confirmed by the surgeon that it did not remain in the patient. Surgeon did not order x-rays. Follow-up investigation: the reamer head broke into two pieces. One piece was recovered and has been returned for evaluation with the shaft. The sales rep states that surgeon felt and also visualized the incision a second time before closing. The device piece was not located.